Event description:
I had breast augmentation with lift in 2010. In 2018 I noticed swelling and pain in right breast. I underwent imaging which showed right breast peri-implant fluid collection. I then had ultrasound guided needle aspiration; over 200 mls of opaque fluid was removed. This was sent to pathology to rule out bia-alcl, fungal and bacterial infection. These were negative; however, my crp and sed rate were elevated and I had mild leukocytosis. Gradually the fluid re-accumulated and I again went for imaging in (B)(6) 2018. Same presentation as in 2017. I removed breast implants in 2018. I was tested again for bia-alcl. These tests were negative for lymphoma. FDA safety report ID # (B)(4).